Manufacturer narrative:
(B)(4). Unit received with missing segment/partial display when hit esc or act button, problem isolated to lcd board. No black screen or full segment display noted. Unable to perform operating current test, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing segment. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. Customer is having issue with screen looking black when hitting the escape or act button on the pump full black screen. Advised to stabilize at room temperature, customer states the black screen did disappear. Assisted customer in performing self-test and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.